Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock during a stored treated episode. It was noted that the patient presented to the emergency room (ER) then was discharged in a stable condition, and that noise, possibly related to myopotential was demonstrated with testing in clinic. Technical services (ts) analyzed device episode data and found an additional stored untreated episode due to oversensing of noise in the secondary vector. It was also noted that there was low amplitude r-waves of about one millivolt. Ts suggested reprogramming the system to the primary vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service.